Manufacturer narrative:
Review of the device history record confirmed this lot met manufacturing requirements prior to shipment.

Event description:
The protrack microcatheter was used in a pulmonary atresia case. During the procedure, the user attempted to advance the microcatheter containing the rf wire through the diagnostic catheter to the target puncture site. However, the user was unable to advance the tip of the rf wire out of the microcatheter as it appeared to be blocked a few millimetres inside the microcatheter. The microcatheter and rf wire were exchanged for new devices and the procedure was completed successfully without complications. The device problem resulted in an additional 40 minutes of procedure time. This report is being submitted to report the procedural delay.